Event description:
It was reported that prior to the start of a surgical procedure the device was found to be leaking an oil-like substance. The substance did not come into contact with the surgical site. There have been no reported adverse consequences.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.